Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began approximately 1 week prior to contacting lfs. As a result of the issue, the pt claimed she continued to take her usual daily does of diabetes medication (1000mg of glucophage). Approximately 3 days after the alleged issue started, the pt stated she developed symptoms of feeling shaky, nauseous, and nervous. The pt denied receiving medical treatment as a result of this issue. During troubleshooting, the cca confirmed there was no known trauma to the subject meter; however, discovered that the alleged issue began after the pt had replaced and/or removed the meter's battery. The issue was resolved at the time of the call. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.